Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received an inappropriate shock (ias) due to wide amplitude and oversensing. This occurred while this patient was itching their toe. The smart pass feature was on however, the qrs complex to t wave ration was not very good. It was noted that this patient has a concomitant pacemaker system. Technical services (ts) discussed programming options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced an additional ias due to t wave oversensing. Primary vector had been programmed after the previous ias. Technical services (ts) discussed testing options with the hcp. According to additional information, the patient was brought into clinic where evaluation was performed including device optimization and isometrics. This system was reprogrammed to the secondary vector. It was noted that this patient has micra device implanted which may have affected sensing. Additional information was received that this patient presented to the emergency room (ER) after receiving a shock for atrial fibrillation (af). Previous inappropriate shocks were observed in alternate and primary vectors. An additional previous episode showed an untreated event that appeared as this s-ICD may have oversensed af. This s-ICD was programmed back to primary vector and remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received an inappropriate shock (ias) due to wide amplitude and oversensing. This occurred while this patient was itching their toe. The smart pass feature was on however, the qrs complex to t wave ration was not very good. It was noted that this patient has a concomitant pacemaker system. Technical services (ts) discussed programming options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced an additional ias due to t wave oversensing. Primary vector had been programmed after the previous ias. Technical services (ts) discussed testing options with the hcp. According to additional information, the patient was brought into clinic where evaluation was performed including device optimization and isometrics. This system was reprogrammed to the secondary vector. It was noted that this patient has micra device implanted which may have affected sensing. Additional information was received that this patient presented to the emergency room (ER) after receiving a shock for atrial fibrillation (af). Previous inappropriate shocks were observed in alternate and primary vectors. An additional previous episode showed an untreated event that appeared as this s-ICD may have oversensed af. This s-ICD was programmed back to primary vector and remains in service. Additional information was received that this patient received 3 additional ias. The field representative went to see this patient. A full check was performed for the non boston scientific concomitant system showing appropriate sensing and no oversensing. The physician opted to program therapy off. This electrode remains implanted at this time.

Event description:
It was reported that this patient with this electrode received an inappropriate shock (ias) due to wide amplitude and oversensing. This occurred while this patient was itching their toe. The smart pass feature was on however, the qrs complex to t wave ration was not very good. It was noted that this patient has a concomitant pacemaker system. Technical services (ts) discussed programming options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced an additional ias due to t wave oversensing. Primary vector had been programmed after the previous ias. Technical services (ts) discussed testing options with the hcp. According to additional information, the patient was brought into clinic where evaluation was performed including device optimization and isometrics. This system was reprogrammed to the secondary vector. It was noted that this patient has micra device implanted which may have affected sensing. Additional information was received that this patient presented to the emergency room (ER) after receiving a shock for atrial fibrillation (af). Previous inappropriate shocks were observed in alternate and primary vectors. An additional previous episode showed an untreated event that appeared as this s-ICD may have oversensed af. This s-ICD was programmed back to primary vector and remains in service. Additional information was received that this patient received 3 additional ias. The field representative went to see this patient. A full check was performed for the non boston scientific concomitant system showing appropriate sensing and no oversensing. The physician opted to program therapy off. This electrode remains implanted at this time.

Manufacturer narrative:
Correction to aware date on supplemental report 19162741 from 10/31/2023 to 10/31/2024.

Event description:
It was reported that this patient with this electrode received an inappropriate shock (ias) due to wide amplitude and oversensing. This occurred while this patient was itching their toe. The smart pass feature was on however, the qrs complex to t wave ration was not very good. It was noted that this patient has a concomitant pacemaker system. Technical services (ts) discussed programming options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced an additional ias due to t wave oversensing. Primary vector had been programmed after the previous ias. Technical services (ts) discussed testing options with the hcp.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.